Event description:
In 2008, the lay-user/patient contacted lifescan alleging that a one touch fast take meter would not power on. The patient tests her blood glucose 3 times a day. She tests before breakfast, lunch, and bedtime. The patient takes 60 units of 75/25 insulin every morning and 50 units at night. The patient indicated that the alleged meter issue started sometime in approx the previous month. After the meter issue began, the patient mentioned that she did not have any means of testing her blood glucose . During the time of concern, the patient continued to take her insulin as prescribed. On an unspecified date around 10:30-11:00 am, the patient reportedly developed symptoms of sweating and having hot flashes. Earlier that same morning at around 8:00 am, the patient claimed that she had eaten breakfast as usual and took her set dose of 60 units 75/25 insulin. After the symptoms developed, the patient administered self-care by drinking orange juice. The self-treatment helped to relieve her symptoms. The patient denied seeking or receiving medical treatment from a health care provider. The patient's blood glucose was not tested on another device. The alleged meter issue was not resolved with troubleshooting. The patient admitted that she had not replaced the meter's battery according to the owner's manual. She did not have a replacement battery for troubleshooting. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began. It is unclear as to what duration of time the patient was unable to test her blood glucose since she did not know what date/time the symptoms started.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.